Manufacturer narrative:
The product was returned for evaluation. The purchased wooden rods raw material do not go through any process before bonding with the cotton tip. The cotton tipped applicator consists of an absorbent swab on a stick. The device is used to apply medications or to take specimens from a patient. The manufacturer reviewed the device history record for the complaint lot, the incoming inspection of raw materials, in-process and final product inspection records show no failures or contributing issues identified. These inspections are statistically based. The manufacturer also pulled the retained samples and found no issues. The returned samples provided by the complainant were inspected with no defects found. A root cause was not determined. Potential cracks or knots in the wood could be a contributing factor to a break but these were not found in any sampling performing. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that this product is defective or caused serious injury.

Event description:
Care clinic reported this medical applicator is breaking inside patients wounds and they have to open the wound up to retrieve the broken piece. Additional information received from the customer on august 29, 2023 as follows: these medical applicators break with the most minimal of work. This one broke while measuring a wound track with no force, push or pull. We were measuring the length of a wound cavity. It was not a tight space and it just snapped in half. They break quite frequently when I am using them. The wound was an old abscess cavity, and customer states they were not taking any samples or applying any medications. They snap easily and often.